Event description:
It was reported that the device reached eri in less than a year. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the device settings the longevity was found to be below expected limits. The device was tested on the bench and our automated testing equipment. No high current drain source was found. The device was returned to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion..

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.